Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was also reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, customer inadvertently initiated a bolus they didn¿t need. Bg was addressed with glucose tablets. The customer reverted to an alternate method of insulin therapy.